Event description:
Allegedly revised due to pain.

Event description:
Allegedly revised due to pain.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00428, 00429. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn.product not returned. Complaint history reviewed. Device history record reviewed.evidence that product in spec when used. Use of device could not be determined.